Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was discovered that the right atrial, right ventricular, and left ventricular leads had dislodged. The right atrial lead was in the right ventricle. The leads were removed and replaced on (B)(6) 2019, and the patient was doing well post-procedure. Related manufacturer reference numbers: 2017865-2019-05564; 2017865-2019-05566.

Manufacturer narrative:
Analysis was normal. No anomalies were found.